Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Related MFR. Report 1221359-2021-01808.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of two (2). The customer reported conflicting results with the ID now covid-19 assay on a direct tested nasal swab. Customer received positive results with ID now covid-19. Repeat testing generated negative results. No additional information was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. The customer considered the positive result to be false.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149190 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m149190 and test base part number 190-430 / lot m149190. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149190 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the dates and times of conflicting results for logfile review were not received.